Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 at 11:45am, the patient felt "extremely delibitating" and when she checked the cgm it displayed the word, "high". She felt low so she checked a bg and it was 30 mg/dl. During this time, she was with her driver (a nurse) and they did not treat the patient, instead they called 911. When paramedics arrived, they treated the patient with intravenous therapy en route to the hospital. The patient was treated for 2 days in the hospital before going home. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.